Manufacturer narrative:
Batch review performed on 29 october 2019: lot 124511: 50 items manufactured and released on 11-jan-2013. Expiration date: 2017-nov-30. No anomalies found related to the problem. To date, 42 items of the same lot have been already sold without any similar reported event.

Event description:
About 6 years and 4 months after primary the surgeon revised the patient hip for stem loosening. Stem and head replaced successfully.